Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient experienced a hemorrhagic cerebrovascular accident and was admitted for treatment. It was determined that the patient was not a candidate for surgical intervention. Support was withdrawn on (B)(6) 2016 and the patient expired the same day. No further information was provided.

Manufacturer narrative:
Explant date: additional information: a specific cause for the report of hemorrhagic stroke and a correlation to the evaluation of the returned device could not be conclusively determined. The device was returned with the percutaneous lead (lead) cut approximately 9.5 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the device, examination of the blood-contacting surfaces revealed various non-laminated depositions of soft tissue and blood extending from the lumens of the inlet tube, knitted graft and inlet elbow, throughout the pump, and into the outflow graft. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis, bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.